Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: bi71000167, serial/lot #: (B)(6) a manufacturer representative went to the site to service the system. Replaced the umbilical cable. Analysis of the returned umbilical cable determined that the umbilical cable failed bench test. Open between p4-d pin 27(red) and 28(green) and p1-d pin 5 and 11 respectively. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the system is stuck in stand alone mode. The site hard rebooted with no resolution. The site disconnected the umbilical cable, reseated, and rebooted both the mobile view station (mvs) and image acquisition system (ias) and the issue was unresolved. This occurred preoperatively, and there was no reported impact to patient outcome.